Event description:
Customer reported obtained results of 34mg/dl on the vial of test strips and 84mg/dl on a different vial of test strips within 10 minutes. The comparision was performed on the same device. No action was taken based on device results. No adverse event reported and no treatment received. No quality controls were used. Requested return of suspected device, however, customer states the strips are unavailable for return.

Manufacturer narrative:
Strips that produced result of 84mg/dl were not available to obtain strip info.